Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced "an anterior repair, utilizing a mesh product, in the arterial compartment for the preoperative diagnosis of pelvic relaxation and symptomatic cystocele."

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage". (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal bulge, hematuria, vaginal mesh extrusion, urinary tract infections, abdominal cramping, vaginal bleeding, vaginal discharge (yellow and thick), fecal incontinence, vaginal odor, thin vaginal tissue, intrinsic sphincter deficiency, bulking agent injections with coaptite (x2), in office mesh trimmings (x2), an implant and revision surgery (miniarc (B)(6) 2008), and two explant surgeries ((B)(6) 2008 and (B)(6) 2012). Pathology confirmed squamous mucosa with hyperplastic change, patch chronic inflammation and surgical mesh.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal wall defect, stress urinary incontinence, protruding mesh fibers, vaginal discharge, pelvic pain/spasms, incomplete emptying of bladder (urinary retention), atrophic vaginitis, mesh erosion, urinary frequency/urgency, dyspareunia, recurrent prolapse anterior vaginal wall/cuff/posterior wall, voiding dysfunction, bladder neck hypermobility, wound dehiscence, infections, enuresis, failed medication management, nocturia, post-void dribbling, hesitancy, straining, fatigue, depression, joint pain/stiffness, rectocele, blood loss, embedded mesh, adhesions, thin vaginal epithelium, enterocele sac and distal vagina constriction requiring two incisions which were left to heal by secondary intention.